Manufacturer narrative:
D9 device available for evaluation -yes. G6 type of report - follow-up. H2 if follow-up what type? Additional information. Device evaluation. H3 device evaluated by manufacturer - yes. H6 type of investigation- 11. H5 investigation conclusion -67 cause/ unable to positively identify a root cause at this time. H10 investigation report reads as follows: on 03/26/2021 15:37:29 cst investigation summary: "review of the returned sample determined it was unable to be safely decontaminated, preventing further examination. Instead, one case from the complaint lot was removed from inventory for evaluation. Each lumen of the sample devices was inspected for occlusions using a guidewire and none was detected. Additionally, each lumen of the sample devices was aspirated with water using a syringe and then immediately flushed using the same syringe to inspect for obstructions and ensure the product was able to both flush and return liquid. This process was repeated two additional times to ensure subsequent aspiration/flush cycles did not induce a malfunction in any lumen. No difficulties or irregularities were observed. A review of the incoming inspection records for the batch of catheters used in the complaint kit confirmed this lot was subjected to 100% inspection for occlusions and none was found. Based on the information currently available, we are unable to positively identify a root cause at this time."

Event description:
It was reported only one port was functional on the centurion pressure injectable triple lumen catheter.

Manufacturer narrative:
It was reported only one port was functional on the centurion pressure injectable triple lumen catheter. Email received by assistant manager of emergency services, citizens medical center with additional information in regards to this incident. Reporter states incident occurred (B)(6) 2021 after placement of a central line in the right internal jugular vein. Reporter confirms post procedure x-ray showed no pneumothorax and good catheter tip position." Reporter states, "blood returned from only the brown port. Unable to aspirate or push fluid through the other two ports." Reporter states, the guidewire was replaced through the brown port and triple lumen switched out with a new one. Same brand kit triple lumen." Reporter states, "only two ports are functional. The blue port is not. A green cap placed and this port will not be used." The sample has been returned and report is pending. No further information has been provided. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported only one port was functional on the centurion pressure injectable triple lumen catheter.